Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2023. During the procedure, when attempting to ligate the varices, the bands did not deploy. There were no reported patient complications as a result of this event. Additional information received on july 11, 2023: it was reported that the speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure. The procedure was completed with another speedband superview super 7 and it was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g2: medwatch number is mw5117938. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block a1, block a2, block a3, block b5, block d4 (lot number, expiration date), block e1 (initial reporter title, initial reporter first name, initial reporter last name), block e1 (initial reporter facility name), block e1 (initial reporter phone, initial reporter fax), block e3 (occupation), and block g1 (manufacturer site address 1, manufacturer site city, manufacturer site country), block h6 (impact codes), and block h4 (device manufacture date) have been updated based on the additional information received on july 11, 2023 and on july 21, 2023.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2023. During the procedure, when attempting to ligate the varices, the bands did not deploy. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: medwatch number is mw5117938. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.